Manufacturer narrative:
Date of birth is unknown as it was not provided. Gender is unknown as it was not provided the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported there was no suction on a patient interface (pi) cones used on both eyes. As a result, the laser treatment was converted to a photorefractive keratectomy (prk) and the pis were changed out. A brief description from the surgery center indicated the laser did not fire and attempted to obtain suction on both eyes. The initial treatment was unsuccessful and had to convert to a prk.